Manufacturer narrative:
B3. Date of event: actual event was unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The cuff was not working properly. The cuff was explanted and replaced. No further patient complications reported.